Event description:
Follow up information received from the healthcare professional (hcp) reported cause of the event had not been determined and that the patient was still experiencing the issues. It was reported, from the patient¿s records, that the spinal cord stimulator was ¿giving out too much stimulation¿. It was noted that no interventions had been taken and no appointments were scheduled at this time for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient used his therapy on "high", 3.0 v, in order to have relief from pain. When the patient turned his stimulator off at night, he got a "shocking sensation" through out his body and "involuntary spasms". It was stated that the patients' legs and arms would "jerk" involuntarily. It was reported that the patient accidentally struck his wife in the middle of the night. It was reported that the patient would also lose his grip when holding a cup.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Follow up information received reported that the cause of the shocking and spasms was unknown at this time. No interventions had been taken or planned. The patient has not been seen since the last reported visit and their outcome was unknown. If additional information is received, a follow up report will be sent.